Event description:
Information received that the blade tip was not broken off. This file is not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor was performing a laparoscopic ventral hernia case with the harmonic system and the generator gave a solid tone while resecting tissue. The doctor removed the instrument, tried a second disposable device with a second handpiece and a second generator and the second generator gave a solid tone while the doctor was resecting tissue. The doctor removed the second disposable device from the patient and noticed the active blade was cracked on both the instruments. The doctor used electrocautery to complete the case with no consequence to the patient. Pt info requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.